Event description:
Consumer reported that the needles bend during injection. Consumer also reported that the needle broke off in his injection site. He was able to remove the needle with his fingers without injury or discomfort. Consumer stated that he re-uses the needle but the issues occurred with new needles. Lot #: 7053554 catalog #: 328466 date of event: unknown samples available: discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.